Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report no delivery and motor error alarms and high blood glucose levels. The customer's blood glucose level was 498 mg/dl. The customer treated with a manual injection. The customer declined to troubleshoot for the no delivery alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.